Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: device code 1048 captures the reportable event of the pull wire break. Block h10: visual inspection of the returned trapezoid rx basket found the pull wire was kinked and detached from the handle. Handling and manipulation of the device during procedure can lead to kink/bend of the pull wire. As a result, the pull wire can suffer a break due to friction between the kinked areas. During manufacturing, it is confirmed that the coil assembly is free of insulation tears, exposed metal, and kinking by running fingers over entire coil assembly. Therefore, it is unlikely that the kinked and detachment occurred during manufacturing. Based on the information available and the analysis performed, the investigation conclusion code of this event as "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct (cbd) during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 1 cm stone. However, the pull wire broke with the stone still inside the basket. The physician twisted the wire until the stone slipped. Another trapezoid basket was used to complete the case. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct (cbd) during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 1 cm stone. However, the pull wire broke with the stone still inside the basket. The physician twisted the wire until the stone slipped. Another trapezoid basket was used to complete the case. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.